Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. The device was evaluated at philips, and the failure was confirmed. Replacing the ECG trunk cable resolved the issue.